Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The used channel needle was examined for visual inspection and no attachment defects were observed. The used suture was examined for visual inspection defects at the swage area and none were observed. Additionally the suture end was cut. According to the sample condition, the defect is due to improper handling of the needle/suture.